Event description:
Reporter indicated that vns pt was experiencing laryngeal dysfunction. It was later reported that the pt had been diagnosed with vocal cord paralysis. Report is incomplete because no response has been received to MFR's requests for additional info from treating dr (via telephone x4, via fax x1).

Event description:
Further follow-up revealed that the pt's device was programmed to off as intervention to vocal cord paralysis. Physician indicated that the patient's condition is better since programming the device to off, but that the device will be programmed back to on in a few weeks, pending the patient's condition. Physician does not believe that the vocal cord paralysis is related to vns therapy.